Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting elevated thresholds measurements and pacing impedance measurements greater than 2000 ohms due to a fracture. The lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned and was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported.